Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 700 mg/dl. Cause was unknown. Reportedly, the customer had ketones, which were identified as dangerous by a healthcare professional. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg and was discharged (B)(6) 2025. Customer declined further troubleshooting with tandem technical support.